Event description:
It was reported that the patient was having a recent increase in seizure activity. The physician reported that the recent diagnostics results are "stable". There have been no interventions taken. The physician reported that the most likely cause of the increase in seizures is external factors. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. An MRI was performed and showed no change that may have contributed to the increase in seizures.